Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump does not recognize the filled cartridge. The pump reportedly was loading their cartridge and the pump did not recognize the cartridge and pushed all of the insulin out. The patient reportedly attempted to load the cartridge 3 times and each was unsuccessful. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): review of the black box revealed "no cartridge detected" and "pump not primed" warnings with zero force. A rewind, load and prime sequence was successfully performed without alarms. A force sensor calibration test was done and the force sensor was found to be out of calibration and the force sensor resistance measurement was out of specification. The pump was opened for investigation and revealed that a printed circuit board component was found to be shifted out of place.